Event description:
Customer reported damage to the cartridge, experiencing the issue five times. There was no adverse impact to the customer¿s blood glucose level. Customer was unsure about the cause of the damage but was able to change the cartridge and resume insulin therapy successfully. The damaged cartridge was unavailable for return, and the customer acknowledged this resolution.